Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood. Final analysis on electrical testing did not find any indication of conductor fractures or internal shorts. Additional analysis on visual and x-ray examinations did not any anomalies except for procedural damage.

Event description:
It was reported that during an implant procedure, the atrial lead exhibited high pacing impedance. The physician elected to not used the atrial lead and implanted a new lead. The patient was stable throughout the procedure.